Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The devices remains implanted. The root cause of the reported infection could not be determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy.¿ the manufacturing records were reviewed, and the product met all requirements for release with no anomalies detected.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection between the midline incision and the lead tunneling pocket. Antibiotics were administered which resolved the reported infection.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.